Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the btt port burst on the vasoview hemopro 2 only using 20-25cc of air. A vasoview 6 accessory pack was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. Neither the cannula seal nor the endoscope seal was returned. A visual inspection determined that the silicone layer of the balloon had ruptured. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).